Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at 2.34 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that 2 refills ago, there was a volume discrepancy. The actual residual volume was 1 ml and the expected residual volume was 10 ml. The patient had the pump refilled approximately every 5 months, so the discrepancy was approximately 10 months ago. At the refill, there was a brand new nurse doing the refill and she had difficulties. The nurses hands were shaking and the nurse bent the needle during the refill. The patient had to encourage the nurse to keep trying and she knew she was in the port because she could hear the scraping of the needle on "the puck of the reservoir. The nurse wasn't pulling anything out and what she did pull out barely filled the tube. Normally the hcp (healthcare professional) pulled out plenty of medication. There were a couple of other refills where there were discrepancies, but the reporter did not have those volumes. The hcp never really addressed her concerns about the discrepancies. The patient's hcp was no longer practicing and the patient was looking for a new pump managing hcp. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.